Event description:
The customer reports the ventilator emitted smoke during a pre-use check. There was no patient incident. The customer isolated the reported problem to the air module and pc 1618 board.